Event description:
It was reported that during an unk procedure, the customer stated that the clip applier is not holding the tissue; it is falling into the cavity. It was not noted how the case was completed. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Evaluation summary. The complaint could not be confirmed because no device was returned for analysis. The manufacturing records were reviewed and no anomalies were found.